Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was difficult to remove. The following information was provided by the initial reporter: material no: 320122 batch no: unknown. It was reported that the pen needles were difficult to remove. Verbatim: consumer called to give compliment regarding 2nd gen pen needles. Stated, he loves the new design and they're easier to put on off his insulin. Stated, the original pen needles, (nano) used in the past were difficult to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was difficult to remove. The following information was provided by the initial reporter: material no: 320122, batch no: unknown. It was reported that the pen needles were difficult to remove. Verbatim: consumer called to give compliment regarding 2nd gen pen needles. Stated, he loves the new design and they're easier to put on off his insulin. Stated, the original pen needles, (nano) used in the past were difficult to remove.